Manufacturer narrative:
(B)(4). Carefusion technical support issued a return good authorization for the alleged failed part. The part has not been returned as of this report. If further information is gathered upon receipt and evaluation of the part carefusion will issue a follow up medwatch report.

Event description:
The customer stated to a carefusion technical support specialist the unit does not start up, lcd gets stuck in boot. Black screen + some led indicators. No patient involvement.